Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, it was reported that the patient experienced a loss of osseointegration. Additional information regarding the incident and treatment plan has been requested; however, has not been made available as of the date of this report.